Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The insulin pump passed the reset error alarm test and the self test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No blank display was noted.

Event description:
Customer reported that the insulin pump went blank after rewinding. Customer stated that after inserting new batteries, the display did not return. Customer also stated that the insulin pump returned several error alarms. Blood glucose level was 93 mg/dl at the time of the call. Customer also reported receiving a motor error alarm on the insulin pump. No further information was provided.